Event description:
It was reported that during an angioplasty procedure, a guide wire tip detachment occurred. The 18mm in length, 2.8mm in diameter, 90% stenosed target lesion being treated was located in the left circumflex (lcx) artery. An unspecified angioplasty guide catheter was placed to the lesion. A 182 cm j choice pt was tried to cross the target lesion and then a 1.5 x 8mm apex balloon catheter was advanced to support the guide wire. They tired again to cross the guide wire with no success. They removed the guide wire and noticed that the distal tip of this device was broken. The tip was recovered by an unspecified balloon catheter. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with one section of the distal tip detached and wire kinked as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip detached, and the body is kinked at 26.0cm approx. From the proximal end. Dimensional inspection: all the outer diameter (od) taken were according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure occurred due to a torsion overload, with a final tension/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure, a guide wire tip detachment occurred. The 18mm in length, 2.8mm in diameter, 90% stenosed target lesion being treated was located in the left circumflex (lcx) artery. An unspecified angioplasty guide catheter was placed to the lesion. A 182 cm j choice¿ pt was tried to cross the target lesion and then a 1.5 x 8mm apex balloon catheter was advanced to support the guide wire. They tired again to cross the guide wire with no success. They removed the guide wire and noticed that the distal tip of this device was broken. The tip was recovered by an unspecified balloon catheter. No complications were reported and patient's status is stable.